Event description:
It was reported that the maestro drill with handswitch continued to run and would not go into safe mode during setup for a procedure at the user facility. After return to the manufacturing facility, it was reported during service inspection that the device ran unintentionally and would not stop. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is pending; additional information will be submitted once the field service report is received. Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had a bent needle valve assembly and a loose lever assembly. A bent needle can stick and cause the drill to continue running. A loose lever assembly can prevent the safety switch from being engaged, causing the device to run in safe mode.

Event description:
It was reported that the maestro drill with handswitch continued to run and would not go into safe mode during setup for a procedure at the user facility. After return to the manufacturing facility, it was reported during service inspection that the device ran unintentionally and would not stop. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.